Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the membrane became unfurled and the iab was unable to be inserted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).